Event description:
Adolescent male was taken to surgery to repair a right knee lateral bucket-handle meniscal tear. During arthroscopy, the smith and nephew dyonics arthroscopic surgery incisor plus elite blade gave off what was believed to be small metal fragments in the pt's joint. The surgeon stopped using the blade and thoroughly irrigated the joint to flush out all the fragments. The md was able to use a different blade to finish the procedure. There was no injury to the pt. The blade was sequestered and bagged for risk management pick-up. The pt tolerated the procedure well and was sent to the pacu for recovery.